Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 the patient reported that he was not told when the refill would need to be done with his new pump. He called his managing physician¿s office and they said because he missed his refill appointment on (B)(6) 2016 they did not reschedule it. Per the patient, the pump managing physician hadn¿t received the information about his new pump. On (B)(6) 2016 the pump stopped working due to normal battery depletion and he went through withdrawals. The withdrawals had come on gradually and had since resolved. The pump was replaced on (B)(6) 2016. The patient was still in the hospital having the pump replaced which was why he missed the refill appointment on (B)(6) 2016. The patient had called his implanting physician and he sent him to the ER (emergency room). The implanting doctor called the ER and told them what to give him for the withdrawals. Additional information was received on 20-jan-2017 from a healthcare professional and it was reported that the cause for the pump stopping on (B)(6) 2016 was ¿expired battery¿.